Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. The right atrial (ra) lead exhibited suspected non capture and oversensing. The ra lead remains in use. No further patient complications have been reported as a result of this event.